Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and generator were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the x-ray tube would make a clicking noise (arc) during fluoroscopy and was intermittently losing fluoroscopic x-ray functionality. There is no report of pt injury associated with this event.